Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reported: sponges fray. This was reported on the mini paquet de chirurgie pack. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
Submit date: 05/09/2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. To date there were no samples or photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis and limited information, the possible root cause would be that the cutting blade moved during the cutting process. As a continuous improvement action, the supplier has since fixed the cutting blade in the cutting machine. This complaint will be used for trending purpose.